Manufacturer narrative:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed.  Without procedural films for review, the reported perforation of the inferior vena cava could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Vessel injury is a well-known complication of ivc filter implantation. The mechanism of the perforation is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and resident of the state of (B)(6). The plaintiff underwent placement of defendants¿ trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including but not limited to, perforation of her inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was acute deep vein thrombosis (dvt) in the right lower lobe with gastrointestinal (gi) bleeding. The filter was successfully deployed during the index procedure and the patient procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the perforation occurred three years and two months post implantation. The patient also reports to be suffering from daily fear. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 15876220 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. A clinical conclusion between the device and the reported pain could not be determined. Clinical factors that may have influenced the event include patient anatomy, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the perforation occurred three years and two months post implantation. The patient also reports to be suffering from daily fear. According to the medical records, the patient¿s pre-operative diagnosis was acute deep vein thrombosis (dvt) in the right lower lobe with gastrointestinal (gi) bleeding. The filter was successfully deployed during the index procedure and the patient procedure well. Additional information is pending and will be submitted within 30 days upon receipt.